Event description:
It was reported that the device had a temperature increase during servicing. No patient involvement.

Manufacturer narrative:
H3) the attachment was returned to the manufacturer for evaluation. After testing, the reported issue of temperature increase was not confirmed. It was noted that the distal bearing was misaligned, and the laser markings were illegible /faded. The likely cause could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3) it was confirmed that there was no patient involvement as this was discovered during testing, and the initial allegation had been updated. The rfr, fdd and haz codes were updated as per new info. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The initial allegation was that the device had bad bearings that were running loudly.